Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not power up through ac power and replaced ac power cord and did not correct the issue. The device¿s power supply board was replaced to address the issue. In addition to the above evaluation, during power supply board replacement noticed the active exhalation control module wires were screwed in between the metal brackets, two active exhalation control module wires were severed. Active exhalation control module not functional and has been replaced due to assembler error was found.